Event description:
The user facility reported that while moving a harmony surgical light, the knuckle of the light hit the harmony connect point causing a small chip of paint to fall within 6" of an operative site. The chip was contained by ioban surgical drapes, and after removal of the chip the case proceeded. No injuries were reported. A procedural delay of 10 minutes was reported.

Manufacturer narrative:
A steris field service technician has not been able to inspect the unit due to case scheduling by the facility. Steris recommended removing the light from service, but the customer declined. The technician is scheduled to inspect the unit and replace the damaged connect point this week. The harmony led surgical light operators manual states (on page 3-6) "caution - possible equipment damage hazard. Do not bump lightheads into walls or other equipment". Investigation in process.

Manufacturer narrative:
The damaged connectpoint was inspected by a steris field service technician, and a small area of the surface had chipped paint consistent with friction or "bumping" against other equipment. The connectpoint was replaced. The steris account manager provided the customer with an in-service on proper operation of the connectpoint arms.